Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported during implant high pacing lead impedance was noted. Lead was not used and a replacement lead was implanted.